Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the distal tip was broken. The target lesion was located in the internal carotid artery. A 190cm filterwire ez was selected for use. Upon preparation, it was noted that the distal tip of the device was broken when tried to take it out from the hoop for set-up. The procedure was continued and completed using another device and the filterwire was claimed to be defective. There were no patient complications reported.